Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic gastroplasty procedure, while being applied for surgical stapling, the load did not fire even when the green button was pressed and handle was squeezed. A new device was opened in order to complete the case. No patient injury.